Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented as they received three shocks. This cardiac resynchronization therapy defibrillator (crt-d) was checked and a code 1004 indicative of a shorted lead condition and a code 1007 indicative of a charge time out were observed. A revision for the crt-d and existing right ventricular (rv) lead was recommended and occurred the following day. The rv lead is another manufacturer's product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory confirmed a shorted lead code and a charge time exceeded code were recorded on september 6th, 2018. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). This damage is consistent with energy shorting from a compromised defibrillation lead during shock delivery. Devices are not expected to perform to specification post-shorted lead events and further testing could result in additional damage to the device. Therefore, no additional testing was completed.